Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that 2 bedside monitors in the rooms were showing the incorrect patient information and incorrect information at the central nurse's station (cns) as well. The patient names and vitals were swapped. This only happened on 2 beds at this time. Our nk ts technician asked the customer to verify that the bed ID and patient ID were set up correctly, in the correct sector, there were no issue with the drag-and-drop feature and to verify, in the room, that the patient demographics were correct. The customer stated they would be calling back once they complete basic troubleshooting at the facility. After our nk ts technician contacted the customer back, the staff reported they had already resolved this issue, (at the facility), by discharging and readmitting the patients and no further assistance was requested. No patient harm was reported. Investigation conclusion: based on the reported information, we were able to confirm the issue. A definitive root cause cannot be determined, as the issue is user dependent. However, based on the available information, the issue was likely due to a user-related setup error. Bed naming schemes must be consistent on all beds when the bed names are set up, or it can lead to patient data/name swapping and/or cause emr issue. Our nk ts technician provided troubleshooting guidance, education on how to ensure the bedsides are set up correctly, to resolve the issue. We were also able to identify other possible causes of patient data/name swapping/emr issues, which are not limited to, and explained below. Potential cause(s): patient data issues: the possible causes of patient data issues (including name swapping issues), and/or emr issues are typically due to either customer network/server configuration issues as well as customer user specifications, user related setup errors (incorrect bed naming schemes, incorrect setup/configuration), also due to incorrect settings/ data queuing, ungraceful exits, or unexpected shutdowns (due to power related issues), (leading to corruption of files and causing settings to revert), incorrect customer flows, permission issues, etc. These issues range from internal network settings, device settings, and/or due to power outages, power surges, system crashes and updating errors, which are factors outside nk control. Tese potential causes are not related to malfunctioning or deviation from performance of nk devices. Device setting issues: multiple factors could cause issues related to the settings on the device. It is possible that a user related error occurred, or the data is not stored/saved on the cns, or the destination device is not in a group selected as an available group on the cns, and/or there is an unstable network connection between the devices performing the admit/discharge. The source bedside monitor and the destination bedside monitor must remain powered on and connected to the network during the patient admit/discharge process. Otherwise, the process would fail. If the settings are not entered correctly on the source and on the destination device, or do not match, it can lead to such issues as well. When the initial set-up process steps are performed incorrectly or not saved correctly, it can lead to the reported issue. Attempt #1 08/31/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details and most of the patient information, but they did not provide some of the patient information required. Room (B)(6); bedside monitor; model: bsm-6701a; sn: (B)(6); a2 83 y/o, (B)(6) 1940; a3 female; a4 62.2kg; a5 not hispanic/latino; a6 native hawaiian; b6 relevant tests/lab: ni; b7 relevant hx: ni. Room 205 - this information has already been included in report but has been noted here to show the room number. Bedside monitor; model: bsm-6701a; sn: (B)(6); a2 74 y/o, (B)(6) 1949; a3 male; a4 64.9kg; a5 not hispanic/latino; a6 asian; b6 relevant tests/lab: ni; b7 relevant hx: ni. Additional device information: d10: concomitant medical device: bedside monitor - room (B)(6); model: bsm-6701a; sn: (B)(6); device manufacturer date: 07/13/2017; unique identifier (UDI) #: (B)(4); returned to nihon kohden: not returned. Central nurse's station: model: cns-6801a; sn: (B)(6); device manufacturer date: 07/19/2021; unique identifier (UDI) #: (B)(4); returned to nihon kohden: not returned.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive for 1 colony forming units (cfus) of filamentous fungi in the distal end. All channels were sampled and there was no microbial growth. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cds process stating there was no suspected patient infection and no deviations in reprocessing occurred. The device was not manually cleaned within 1 hour after the procedure. During manual cleaning, the device passed the leak test. The detergent used was anios. The instrument/suction channel, balloon channel, suction cylinder, instrument channel port, and forceps elevator were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channel-opening brush and the single use soft brush (B)(4). The automated endoscope reprocessor (aer) used was cantel with no defects with cantel intercept plus detergent and medivators rapicide disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was filtered, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blown compressed filtered air and stored on a storage tray after sampling. Olympus is the maintenance company. This event is under investigation. A supplemental report will be submitted upon receiving additional information.